Manufacturer narrative:
The reported event was confirmed cause unknown. Received (1) photo samples. The photo sample was returned and could not be evaluated for the reported failure visual evaluation of the returned sample noted one opened (with original packaging), hub less silicone flat drain. Visual inspection of the sample noted white specs of silicone from the hub less flat drain on the open package. Also noted found foreign material on wound drain. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had a serious concern with the wound drain, stating that a component of the product could be easily torn off, a piece of the product did break off based on the photo sample available potentially posing a patient safety risk. This issue had prompted two hospitals to consider pulling the product from use immediately. A previous response in (B)(6) from a former representative claiming ¿there was nothing wrong with the product¿ had not been well received by the surgeon or the hospital¿s patient safety and quality department. Per additional information received on 19sep2025 via email, main complaint was the seam of plastic at the proximal portion of the drain had extra material that flaked off - recreated with rep present on site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a serious concern with the wound drain, stating that a component of the product could be easily torn off, potentially posing a patient safety risk. This issue had prompted two hospitals to consider pulling the product from use immediately. A previous response in april from a former representative claiming ¿there was nothing wrong with the product¿ had not been well received by the surgeon or the hospital¿s patient safety and quality department.